Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was above 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous insulin for high blood glucose. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer stated the cannula was bent. The insulin pump will not be returned for analysis.